Event description:
It was reported that the patient underwent a lateral lumbar fusion at l3-4, l4-5 using rhbmp-2/acs, combined with allograft, placed inside of a synthes oracle cage. Following the surgery, the patient developed severe hip flexion weakness and possible femoral nerve palsy. The patient underwent additional imaging. A CT scan dated (B)(6) 2012 demonstrated that the patient had developed a lytic reaction and subsidence at l3-4, l4-5. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.